Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. Additionally, investigation found an 0xd7 alarm in the device data, indicating power on reset was detected while running. The downloaded data did not show any timeouts or drive stalls during the pod's run. Investigation of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Thus, the exact cause of the observed hazard alarm could not be determined.